Event description:
It was reported that high capture threshold and noise was observed on the right ventricular (rv) lead. Rv lead damage was suspected to be the cause of the event, however, this was not confirmed via diagnostic imaging or the revision procedure. The rv lead was capped and replaced to resolve the event and the patient was in stable condition.